Event description:
It was reported that excessive fluid infiltrated into the patient¿s pelvis and abdomen during a standard left knee scope. A tourniquet was on the patient¿s upper leg at approximately 350 surface pressure. The surgeon stated the pump was running as if it were air-locked; he saw bubbles in the field and realized 2 bags of fluid (6,000cc) were gone. The tubing bladder did not collapse. The surgeon was initially running the pump at 60 mmhg pressure, then the nurse stated they had been having some trouble with the alarm above 60, so he decreased the pressure to 30. More fluid bags were hung and the surgeon proceeded with the case. The surgery was completed successfully; the surgeon reported good visibility throughout the case. As the patient was un-draped at the end of the case, the fluid intrusion was discovered. The patient had retroperitoneal fluid; she developed bilateral pleural effusion and orthopnea. She was admitted to the ICU for respiratory distress. She was discharged 3 days later. Approximately 7000-8500cc were extracted from the patient (4500cc immediately post-op and the remainder during her hospital stay). Follow up with the surgeon in 2009 reported, the patient¿s current condition is fine. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation, but has not yet been received, therefore the complainant's event has not been verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Manufacturer, part number and lot number for the associated tubing was not provided. Based on the information provided, the most likely cause of this type of event is improper pump/tubing set-up. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the package, there is a label instructing the user as follows: "warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury." In addition to equipment set-up, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could also lead to such an event. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.